Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single chamber gravity blood pump had a tube detach from the drip chamber. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.